Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that he was in a party, he ran a bolus for all the food that he ate and even then, his blood glucose level got high. He changed the infusion set, but his blood glucose level continued increasing. Due to this event, the patient was admitted to the intensive care unit for hyperglycemia. According to the health care professional, the patient also had diabetic ketoacidosis. In the hospital, when the patient removed the cannula, it was bent, but pump did not alert no delivery. During hospitalization, his blood glucose level was 600 mg/dl. Reportedly, the patient changed the infusion set every three days and he did not change the sites of application. He only inserted on his gluteus. The patient was hospitalized for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.